Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to short circuits that were noted on 8 electrodes. Additional information has been requested but it has not been made available as of the date of this report.